Manufacturer narrative:
Results: the penumbra smart coil (smart coil) sterile pouch was opened from the bottom of the pouch (along the straight edge). Functional analysis was not performed since there was no reported functional issue related to the smart coil. Conclusions: evaluation of the returned device revealed that the sterile pouch met specification. There were no visual anomalies noted other than that the pouch was opened from the bottom edge and not the top of the chevron shape. If the sterile pouch is not opened from one of the top two corners, allowing the seal to be easily pulled apart; but instead from the straight seal at the bottom, the seal may open suddenly. This may have felt "brittle" as described in the complaint. While reviewing the device history record (DHR), the sterile pouches that were tensile tested met specification for this lot. Penumbra coils and packaging are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While the hospital staff was opening the packaging of a new penumbra smart coil (smart coil) for a coil embolization procedure, the packaging ripped in half. It was reported that the adhesive on the packaging seemed very brittle. The hospital staff was concerned about compromising the sterility of the smart coil and decided not to use it for the procedure. Therefore, the procedure was completed using a new smart coil.